Manufacturer narrative:
Final device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
The implantable infusion pump was returned for analysis after 68 months of implant time. The refill-physician (anaesthesiologist) had problems with a refill and suspected a leak in the refill-port-septum, because the drug could be aspirated from the pump-pocket after refill. An x-ray was performed and no connection issues were noted. The pt was treated with oral medications and scheduled for pump replacement due to the reported event and because the pump had not been used for six weeks. The drug used in the pump is morphine.